Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor found that the device would fire, but the clips would not close on the vessel. The solution was changing to a new same like device and the surgeon was able to work continuously. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary - the analysis results of the device found that it was received with the top shroud cracked. The device was cycled and ejected the remaining clips. A batch record review was performed and no anomalies were found during the manufacturing process.